Manufacturer narrative:
.

Event description:
On (B)(6) 2019 this patient underwent an emergent endovascular repair of an acute aortic dissection using a conformable gore® tag® thoracic endoprosthesis with active control and a non-gore device. The conformable gore® tag® thoracic endoprosthesis with active control was implanted most proximally, 5 mm distal to the left subclavian artery. The device was implanted with no reported issues, sealing the primary entry. The final angiography showed no endoleaks. The patient tolerated the procedure. On (B)(6) 2019, a post-operative follow-up imaging identified the distal migration of the conformable gore® tag® thoracic endoprosthesis with active control. The primary entry was noted to be not sealed with the device; therefore perfusion to the false lumen through the primary entry was observed. The cause of the migration was unknown. It was reported that the entry was bigger than assumed pre-operatively, and the patient had marfans syndrome. On (B)(6) 2019, a re-intervention was performed whereas an additional conformable gore® tag® thoracic endoprosthesis with active control was implanted for proximal extension. No issues were observed during the procedure. The patient tolerated the re-intervention.